Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. A review of device memory was performed where undersensing of atrial fibrillation was noted. Due to this, the device delivered inappropriate anti-tachycardia pacing (atp) and shock therapy. There were no additional adverse patient effects. The device remains in service.